Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a female patient in their forties underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cerebrovascular accident. Post-procedure, the patient suffered cerebrovascular accident and was transferred to the operating room (or) to have CT scans. No other information regarding medical/surgical information was provided. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion.